Event description:
During procedure to decompress the patients (pt) common bile duct with a hot axios stent via the duodenum, the axios stent would not cauterize as it should have. It would start to cauterize then the erbe esu would throw an error message saying nessie grounding error. We tried 3 different erbe machines and grounding pad placements, none of them worked. Pt was not injured because of malfunction. A different stent was used to decompress the bile duct.